Event description:
The customer reported this right ventricular lead was surgically abandoned (capped) as the terminal pin broke off while removing the lead from the previous device. The decision was made to only use the chronic atrial lead and a new lead was not implanted; the new device was programmed to aai mode. To date, no adverse pt effects were reported. The lead was actively implanted for approx 15 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.